Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73k2400841 for investigation. The serial number of the device is (B)(6). The returned sample was visually examined with and without magnification. The sample was returned with the trigger unengaged, and the jaws were closed with a clip partially loaded. No damage was observed on the outside of the device. No evidence of use in the form of biological material was present on the device. Functional testing was performed on the device. The trigger was engaged multiple times, but the trigger would not actuate. The trigger remained in a partially engaged state and did not reset either. The partially loaded clip in the jaws did not move during this testing. The device was disassembled and it was observed that the yoke assembly was severely damaged. The yoke had been completely severed from the knob area, as the yoke pin hole had been sheared through. The feeder end was also extremely damaged, being bent and twisted in multiple areas. One trigger ear had been broken off the trigger as well. The proper amount of grease was observed on the ratchet area and there was no damage on the jaw assembly. The jaw legs were no bent and showed no other signs of damage. No clip stacking was observed in the channel with the remaining clips. One clip was slightly out of position and that was determined to be due to the disassembly process. 13 clips remained in the device, indicating the customer fired 2 clips. The feeder tip was observed to be at the proper angle and none of the feeder tabs were bent or out of position. The outer tube and box tabs were undamaged as well. R & d was consulted for this sample and determined that the damage on the device is consistent with user error or misuse of the applicator. This damage could only occur due to extreme force being used on the trigger while trying to latch a clip on an inappropriate material/another clip. The severe damage to the yoke assembly and feeder end indicates this was not a manufacturing as the ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the device was not damaged when functionally tested at the manufacturing site, otherwise it would have resulted in the clips failin g load and latch on the tubing. It was determined that the probable root cause of the damage was user error or mishandling of the device. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The damage on the device is consistent with user error or misuse of the applicator. This damage could only occur due to extreme force being used on the trigger while trying to latch a clip on an inappropriate material/another clip. The probable root cause of the damage was determined to be user error, so a corrective action is not needed at this time. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the device was not damaged when functionally tested at the manufacturing site, otherwise it would have resulted in the clips failing load and latch on the tubing. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. The returned sample was visually examined with and without magnification. The sample was returned with the trigger unengaged, and the jaws were closed with a clip partially loaded. No damage was observed on the outside of the device. Functional testing was performed on the device. The trigger was engaged multiple times, but the trigger would not actuate. The trigger remained in a partially engaged state and did not reset either. The partially loaded clip in the jaws did not move during this testing. The device was disassembled and it was observed that the yoke assembly was severely damaged. The yoke had been completely severed from the knob area, as the yoke pin hole had been sheared through. The feeder end was also extremely damaged, being bent and twisted in multiple areas. One trigger ear had been broken off the trigger as well. The proper amount of grease was observed on the ratchet area and there was no damage on the jaw assembly. The jaw legs were no bent and showed no other signs of damage. No clip stacking was observed in the channel with the remaining clips. One clip was slightly out of position and that was determined to be due to the disassembly process. 13 clips remained in the device, indicating the customer fired 2 clips. The feeder tip was observed to be at the proper angle and none of the feeder tabs were bent or out of position. The outer tube and box tabs were undamaged as well. R & d was consulted for this sample and determined that the damage on the device is consistent with user error or misuse of the applicator. This damage could only occur due to extreme force being used on the trigger while trying to latch a clip on an inappropriate material/another clip. The severe damage to the yoke assembly and feeder end indicates this was not a manufacturing as the ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the device was not damaged when functionally tested at the manufacturing site, otherwise it would have resulted in the clips failing load and latch on the tubing. It was determined that the probable root cause of the damage was user error or mishandling of the device. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the first three clips were loaded properly during a laparoscopic cholecystectomy. However, the fourth clip and after could not be loaded, supposedly due to jamming. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the first three clips were loaded properly during a laparoscopic cholecystectomy. However, the fourth clip and after could not be loaded, supposedly due to jamming. Therefore, a new unit was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred."